Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The albumin reagent lot number was 86958201 with an expiration date of 30-jun-2026. Calibration was last performed on (B)(6) 2025, with no issues. Qc was acceptable. There is no indication of a reagent performance issue. No issues were identified during a review of the alarm trace data. The field service engineer (fse) did not identify a cause for the event. The fse replaced the photometer lamp and heat cut filter and tightened the fittings on the detergent mixer. Data flags were no longer being produced. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The c 501 (ul) v module serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with albumin gen.2 assay on a cobas 6000 c 501 (ul) v module. Initial result: 6.5 g/dl. Data flags accompanying other results for this sample prompted the repeat of the albumin. No questionable result was reported outside the laboratory. Repeat result: 3.9 g/dl (tested on a different analyzer). The repeat result was deemed to be correct.